Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose over 400 mg/dl. The current blood glucose is 345 mg/dl. The at the time of incident blood glucose was unknown and current blood glucose is 80 mg/dl. The customer reported that the blood glucose was 140 mg/dl when customer went to sleep and customer woke up with blood glucose with 250 mg/dl. The customer treated their high blood glucose with bolus. The customer was wearing insulin pump during hospitalization. The customer reported that the driver support cap was normal. The insulin pump will not be returned for analysis.